Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
The customer reported a high reading of 'hi' (< 500 mg/dl) with the adc freestyle libre sensor. The customer reported she experienced symptoms of "feeling sick" and disorientation, and a third-party called the paramedics. Paramedic blood glucose readings of 40 mg/dl and 60 mg/dl were obtained, and the customer treated with unspecified injection and glucose serum. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is per customer's report of "it was in june". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event.'' All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high reading of 'hi' (< 500 mg/dl) with the adc freestyle libre sensor. The customer reported she experienced symptoms of "feeling sick" and disorientation, and a third-party called the paramedics. Paramedic blood glucose readings of 40 mg/dl and 60 mg/dl were obtained, and the customer treated with unspecified injection and glucose serum. There was no report of death or permanent injury associated with this event.